Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid spewed out of the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cc sample probe vacuum valve. The fse verified instrument operation with primes and patient run.

Manufacturer narrative:
(B)(4).